Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2010. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2013 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, dysfunction, lack of mobility, loss of range of motion, metallosis and elevated metal ion levels. A review of invoice history confirmed both surgery dates and indicates the acetabular cup, taper insert and modular head were removed and replaced during the revision surgery. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, ¿dislocation and subluxation due to inadequate fixation and improper positioning.¿

Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2010. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2013 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, dysfunction, lack of mobility, loss of range of motion, metallosis and elevated metal ion levels. A review of invoice history confirmed both surgery dates and indicates the acetabular cup, taper insert and modular head were removed and replaced during the revision surgery. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in operative report noted patient was revised on (B)(6) 2013 due to subluxation, pain, and elevated metal ion levels. Operative report further noted cloudy fluid, metal staining and armd during the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: "material sensitivity reactions." And "inadequate range of motion due to improper selection or positioning of components." And "intraoperative or postoperative bone fracture and/or postoperative pain." And "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-06545 and 06546).